Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger model 37752, serial # (B)(4). Programmer model 37743, serial # (B)(4).

Event description:
It was reported that the patient had ongoing problems with stimulation in the wrong location. The patient felt stimulation in her ribs on programs 2 and 3. When she turned the stimulation down, the stimulation sensation disappeared. Program 1 worked fine. There was no incident or accident related to this event. The patient also experienced back spasms. Her physician told her this was normal and was due to having a paddle lead; she was also told it should improve as she heals from the surgery. Of note, the patient had been in the hospital for the device 4 times. The patient had a lead revision in both (B)(6) and (B)(6) of 2011 due to stimulation occurring on the incorrect leg (left rather than right). The physician ended up putting the paddle lead in during (B)(6) 2011. The stimulation had been better since then. The patient had an upcoming appointment with her physician. Additional information was requested.